Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the ball bearings of the attachment device had fallen apart, and the internal parts were missing. It was further observed that the device had damaged bearing, missing components, cosmetic damage ¿ worn, and the cutter device could not be inserted nor secured/locked. It was determined that the device fell apart ¿ unattached and the labeling was illegible. It was further determined that the device failed pretest for labeling assessment, lock operation, and cutter insertion. It was noted in the service order that the bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.